Event description:
It was reported that the patient underwent a revision procedure due to the device operating differently than expected and the device was not rigid enough for intercourse with an lx inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new cx ipp cylinder, pump, and reservoir was implanted.